Event description:
It was reported that during an attempted implant, the lead which had been inserted into the coronary sinus was attempted to be removed, however failed. Another lead was attempted, however was unable to be inserted into another vessel, and therefore was extracted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.